Manufacturer narrative:
The technician replaced the head hi/low down valve and still had drifting so the technician replaced the head hi/low up valve and this resolve the issue.

Event description:
Technician alleged that the head hi/low was slowly drifting on this bed. No patient impact.